Manufacturer narrative:
Evaluation summary: the log file was not reviewed, because no day of treatment was provided and root cause determined (based on report) to be abnormal use. The system history shows that the laser was verified successfully prior and after the date of treatment. At the visit on site the field service engineer (=fse) performed a routine maintenance and nothing unusual was shown, i.e. The device worked as expected. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause was determined to be abnormal use, because the system has a specific feature for ptk, but the user did not use this for the ptk treatment.

Event description:
A customer reported an unsatisfying postoperative result one week after photo therapeutic keratectomy (ptk) treatment. According to a company representative, instead of using the ptk mode available in the system, the surgeon performed treatment as he was used to with a previous system from another manufacturer. The surgeon conducted a combined treatment with a correction of -0.75 for the first treatment and +0.75 for the second. The postoperative result was -1.50. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).